Event description:
Needle punctured through side wall of sheath. Unknown if user error, device error, or combination of both. Manufacturer response for periview flex, olympus (per site reporter) they replaced device.